Manufacturer narrative:
Patient and device identifiers are not available. The device was not returned for evaluation. Endophthalmitis is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4). Submitted to FDA:12/2/2016.

Event description:
The surgeon reported that a patient presented post-operatively with recurrent endophthalmitis after cataract surgery with istent placement. The patient had improved but returned twice with worsening symptoms. The istent was explanted on (B)(6) 2016.